Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted via home monitoring. Center is evaluating how to proceed. Should additional information be received, this file will be updated.